Event description:
Rayner intraocular lenses limited received notification from the eye and plastic surgery practice (england) of an event that occurred during use of a t-flex aspheric 573t intraocular lens. The event description received states "I injected very slowly into the eye and it was evident that the first haptic was torn as soon as it was in the bag".

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. Corrective action was taken by the healthcare facility in the original planned surgery session. The t-flex aspheric 573t iol was explanted and exchanged for a back-up lens of the same model and power. The healthcare professional has confirmed that implantation of the back-up lens proceeded without complication. The post-operative condition of the pt has been described as "fine" by the healthcare facility. Within correspondence with rayner the healthcare professional stated that the lens had been harder than normal to load and inject. The available info indicates that the healthcare facility places system packs in the warmer prior to use and that this lens had not followed the healthcare facilities standard procedure. Rayner intraocular lenses limited instructs all users to store product in cool, dry conditions (min. 0 degree c (32 degree f), max 45 degree c (113 degree f)). Non-compliance with advisory storage conditions may be attributable as the root cause of the lens tearing in this case; however, this cannot be confirmed. Our review of production records for the t-flex aspheric 573t iol batch (B)(4) showed that all devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.